Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis event on (B)(6) 2025 and eventually got hospitalized. The patient was released from hospital on (B)(6) 2025. No further information available.